Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the IFU for the four oxygenators was unintentionally discarded by the user facility. There was no pt involvement. It is unk whether there was a delay to the surgery or whether the oxygenators were used.